Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4), concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a loss of function. Despite fully pressing the pump, no erection occurred. The physician was unable to determine the specific damaged component through external examination. A surgical procedure was performed to address the issue. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a loss of function. Despite fully pressing the pump, no erection occurred. During the surgical evaluation, a CT scan was performed to identify the malfunctioning component of the ipp; however, it did not reveal which specific part was affected. No component was replaced, as the procedure was only scheduled and not yet performed. A significant reduction in fluid inside the balloon was observed. There were no patient complications reported.